Event description:
It was reported that a patient experienced a leaking connection between the cassette and a solution bag. The reporter did not know if they were connected at the time of the event or which step in therapy they were in. The leak was caused by a use error in the connection of the bag to the line. The patient started over with all new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). A loose connection is a known cause of a leak between the solution bag and supply line. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user to check all disposable set connections for a secure fit before beginning therapy. Also, it instructs the user to check lines for disconnected solution bags. It provides step-by-step instructions for connecting the solution bags. It warns the user that if a bag becomes disconnected during therapy, the user should follow the end therapy early procedure. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.